Event description:
It was reported that during implant attempt, a competitor tachy ventricular lead could not be inserted into the df-4 connector. The device was not used, with a different device used and the connection made successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 1999 competitor implantable pacing lead: (B)(6), 2013. (B)(4).